Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there were "incorrect spo2 & pr readings." No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed. The customer zip code exceeded maximum allowable digits, zip code is as follows: (B)(4).